Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment rotated while sawing. There was no pt harm; however, there was a delay in surgery for approx 10 minutes. The procedure was completed with an alternate device.